Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The technician found the unit was in a full soak. The cart was processed without issue. The unit was tested to verify proper operation and returned to service. Device is used for treatment. This is a limited investigation. A review of the device history records and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cart was showing full in both cylinders. No adverse events were reported as a result of this malfunction.